Event description:
The account stated a hepatitis a seroconversion was not detected by the architect havab-igm assay. On (B)(6) 2007, the patient tested architect havab-igm negative and havab-igg negative. On (B)(6) 2007, the patient tested architect havab-igm negative and havab-igg = 7 (no units of measurement provided). On (B)(6) 2007, the patient tested architect havab-igm negative and havab-igg = 8 (no units of measurement provided). The patient has (B)(6) symptoms and very high transaminases. The negative architect havab-igm result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4)- evaluation - device/sample not returned. Retained kit testing met all specifications.

Manufacturer narrative:
(B)(4). Other (B)(4) - device/samples not returned. Retained kit testing met all specifications. A kit of lot number 49373hn00, which contains the same components as 49374hn00, stored at abbott laboratories has been tested in the scope of another complaint. The results for the negative control and positive control were well within the package insert specification range. To assess the respective sensitivity of the in-house sample of lot number 49373hn00, one replicate of each of a commercially available seroconversion panel were tested. The obtained results were compared with data obtained from a former test of this panel on architect havab igm. Based on these data it is demonstrated that the sensitivity performance of architect havab igm reagent, list number 6c30-20/-25, lot numbers 49373hn00/ 49374hn00 are not adversely affected. As part of this investigation the investigation team reviewed the complaint and manufacturing records for lot numbers 49373hn00/49374hn00. This review did not identify any problems relating to the account's observation. For lot numbers 49373hn00 and 49374hn00 no further complaint was received due to a potential false nonreactive patient results. From this investigation it is concluded that the architect havab igm reagent, list number 6c30-25, lot number 49374hn00 meet its safety, effectiveness, and label claims. The architect havab-igm assay demonstrated a sensitivity of greater than 95.0% in a study testing serum and plasma specimens drawn from individuals vaccinated against hav and patients who had recovered from acute hav infection. If the igm anti-hav results are inconsistent with clinical evidence, additional testing is suggested to confirm the results. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is a final report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, architect havab-igm, that has a similar us product distributed in the us, architect havab-m. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated a hepatitis a seroconversion was not detected by the architect havab-igm assay. In 2008, the patient tested architect havab-igm negative and havab-igg negative. In 2007, the patient tested architect havab-igm negative and havab-igg = 7 (no units of measurement provided). In 2008, the patient tested architect havab-igm negative and havab-igm = 8 (no units of measurement provided). The patient has hepatitis symptoms and very high transaminases. The negative architect havab-igm result was reported outside of the laboratory. No impact to patient management was reported.